Event description:
A customer reported receiving an unspecified low scan on the Abbott Diabetes Care (ADC) device compared to an unknown result from a healthcare professional (HCP) meter. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dL per minute). The customer experienced unspecified symptoms of hyperglycemia. Upon observing a low glucose reading, the customer consumed food to raise their glucose level. Subsequently, their glucose level increased, and the customer administered insulin (dose/type unspecified) to lower their blood sugar level. There was no report of death or permanent impairment associated with this event.Reportedly, a sensor scan of 3.20 mmol/L was compared to an HCP meter result of 12.30 mmol/L. The length of sensor wear was 3 days. When the provided results were plotted on a Parkes Error Grid, fell into the "D" zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.